Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported no malfunction of the dimension exl system. Siemens reviewed the information provided and confirmed the following "general safety" statements that are defined in the dimension exl operator guide smn (B)(4) dated 2017-01 under safety starting on page 9-2, "to operate the system, the operator must be proficient in its operation and maintenance procedures. To ensure safety, follow basic precautions. Always wear gloves when operating the dimension exl system. Observe all warnings and cautions in the manual. Note: if the equipment is used in a manner not specified by the manufacturer, the protection provided by the equipment may be impaired. Biohazard and probe safety follow standard laboratory practice for protection from biohazards when performing maintenance and troubleshooting. Observe all warnings and cautions stated in the manual. Always perform every step in a procedure in sequence as written, including pressing pause or raising instrument lids to prevent probes from moving while performing a procedure. All materials that come in contact with patient samples should be considered potential biohazards and treated according to local biohazard handling and disposal procedures. Safety notes: warnings and cautions are included throughout this guide to emphasize important and critical instructions. Warning: an operating procedure, step, or practice that, if not followed correctly, could result in personal injury, affect the operator's health, contaminate the environment, or cause erroneous and misleading results." The following "warning" statement is accompanied by "puncture hazard" and "potential biohazard" safety labels defined in the dimension exl operator guide smn (B)(4) dated 2017-01 under "replacing an hm wash probe" starting on page 5-67; "these beveled wash station probes are a biohazard and a puncture hazard. Follow laboratory specific safe biohazard waste disposal procedures for disposal of these probes in a sharps container." The instrument's hm wash probe safety cover also contains a "puncture hazard" safety label. Siemens concluded that the potential cause was due to the customer's failure to take necessary precautions defined in the dimension vista® system operator's guide and safety labels provided on the instrument's hm wash probe safety cover. The instrument is operating within specifications. No evaluation of the device was required.

Event description:
The customer reported that a technician was replacing the wash probe on the dimension exl instrument, and the probe pierced the personal protection equipment (ppe) glove and punctured her finger. The customer reported that some blood came out of the technician's finger. Siemens is informed that the technician did not require a tetanus shot, a gamma globulin shot, or stitches. The customer reported that blood was drawn from the technician for testing, and no medical treatment was required. There are no reports of patient intervention or adverse health consequences due to the event.